Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in one piece measuring 5.5cm. Full breach insulation degradation was noted at 4.5cm from the connector pin. Surface cracking to outer insulation was noted in this location, adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.